Event description:
As reported, approximately 5 year post op initial rtsa, this (B)(6) patient was revised due to the humeral stem becoming loose. The humeral stem should have been cemented but wasn¿t. Surgeon performed a revision tsr and exchanged the stem and humeral tray and cemented them in place. He removed the 38mm glenosphere and changed to a 42mm glenosphere and noted that the version and inclination of the baseplate looked very anteverted and superior tilted. Final reduction was made with a +2.5mm 42 liner. No surgical delay. Patient was last known to be in stable condition following the event. Devices will not be retuning due to the hospital discarding them.

Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-15-01, (B)(4) - eq rev glenoid plate; 320-15-05, (B)(4) - eq rev locking screw; 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere; 320-38-00, (B)(4) - equinoxe reverse 38mm humeral liner +0; 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of an insufficient bond between the humeral stem and the bone, possibly due to the surgeon not cementing the humeral stem during the index surgery, which led to aseptic (non-infected) humeral loosening. However, this cannot be confirmed as the devices and pre-revision x-rays were not available for evaluation.